Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked from the "lower right seam" on the front of the solution bag. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured between october 08, 2020 to october 09, 2020. H10: the device was received for evaluation. Unaided eye visual inspection was performed and a tear was observed at the lower right side edge of the bag. During functional testing a leak was observed from the same area. Magnified inspection verified a tear/hole in the lower right side edge of the bag where the leak had occurred.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.